Event description:
It was reported that the patient's right hip was revised due to the trunnion of the restoration modular proximal body shearing off. Intra-operatively, it was observed that the shell had been impinging on the stem - wear was noted along the rim of the shell. Though the shell was originally thought to be well-fixed, it was found intra-operatively to be loose. The shell, mdm liner, femoral head, and restoration modular stem construct were revised to competitor implants. It was confirmed there are no allegations against the revised head or liner. Rep confirmed that no further information will be released by the hospital or surgeon. Per medical review: "there is a periprosthetic fracture of the proximal portion of the femur with significant displacement."

Manufacturer narrative:
An event involving an unknown restoration modular body regarding crack/fracture was reported. The event was confirmed via provided photos and clinician review. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted shell, mdm liner, poly liner and ceramic head with fractured trunnion in it, restoration modular body with fractured trunnion. -clinician review: a review of the provided medical records by a clinical consultant indicated: this product inquiry concerns a female patient who was 61 years of age at the time of the event. She underwent implantation of a restoration modular revision implant on or about (B)(6) 2018. The patient developed a fracture of the base of the trunnion where it joined with the proximal cone body. The trunnion and femoral head remained in the acetabular liner. The patient also sustained a periprosthetic prosthetic fracture around the stem of the femoral component. At surgery the acetabular component was found to be loose. All components were removed and revised with a competitor implant. Event confirmation: I can confirm that the patient underwent a right restoration modular implant with a cementless acetabular component since I was able to review radiographs with the implant in place albeit with a fractured femoral trunnion and periprosthetic fracture. I have no information regarding the reason for this prosthesis being implanted and I have no information regarding the revision of this implant that was mentioned. Root cause analysis: the root cause of this event cannot be determined with certainty. However, given the history that there was impingement of the femoral implant on the acetabular component and is my opinion the acetabular component appeared anteverted, as well as the cup being found to be loose, would indicate that surgical technique had a role in this event. It is unclear how the periprosthetic for fracture occurred. There was no mention of trauma. In order for the fracture to occur there had to be some precipitating event such as a fall, twist, etc. Other contributing factors could be the patient's lifestyle, activity level and bmi, as well as the possibility of implant factors. However, given the impingement that was noted at the time of surgery I would tend not to assign any causality to the implant itself. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it's reported that the trunnion fractured. The event is confirmed. The exact cause of the event could not be determined because insufficient information was provided. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: dall miles cable; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.